Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's tube extension was cracked. The tube extension was fractured next to one of the keys that mated with the proximal clevis. The cracked area was lifted up but not missing any pieces. Failure analysis concluded that the cracked damage was likely due to mishandling/misuse. No other damage was found. The clinical risk evaluation performed on the health hazzard assessment for the monopolar curved scissors states: in a fragment-causing failure (such as a cable failure, a crimp separating from a cable, broken tube extension etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR is being retracted.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the orange band on the monopolar curved scissors instrument broke. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.